Event description:
It was reported that the patient underwent an initial total shoulder replacement on the left side. Subsequently, the patient experienced aseptic glenoid loosening. It was also noted by the patient that they developed progressively worsening pain without inciting event. As a result, approximately 3 years after initial shoulder replacement, the patient underwent a left shoulder revision. No further impact to the patient was reported. No other information is available.

Manufacturer narrative:
(D10) concomitant devices: 300-30-06 - equinoxe preserve stem 6mm: (B)(6), 320-36-03 - 145-deg pe 36mm hum liner +2.5: (B)(6), 320-10-00 - equinoxe rev tray adapter plate +0: (B)(6), 320-31-36 - glenosphere, 36mm: (B)(6). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The following sections were updated: h6, h11. The following sections were corrected: h6 - clinical codes. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A review of exactech¿s non-conformance reporting database was conducted and no reports for the glenoid baseplate packaging/manufacturing lots were found. Therefore, the loosening reported does not appear to be manufacturing-related. A review of complaint history was unable to be performed as the relevant device and event information was unknown. A definitive root cause was unable to be determined; however, may have resulted from loosening: properly functioning implants depend on their appropriate fixation to the bone; fixation can be achieved by cementing the implant onto the prepared bone or by biologic (non-cemented) fixation. Although implants are firmly fixed at the initial surgery, they may become loose over time. In a process called aseptic (non-infected) loosening, the bond of the implant to the bone is destroyed. Aseptic loosening can be the result of inadequate initial fixation, mechanical loss of fixation over time, or biologic loss of fixation caused by particle-induced osteolysis around the implant. When the prosthesis becomes loose, the patient may experience pain, change in alignment, and instability. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.